Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: kdr901 ipg, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that during a routine generator changeout, low impedance, noise, and no capture were noted on the right atrial (ra) lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.